Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that three trapezoid rx lithotripter baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, the handle cannula broke with the thumb ring. In order to remove the basket from the patient, the inner wire was cut off with nipper pliers and the sheath was pulled back. Two more trapezoid baskets were used and the same issue occurred. The procedure was completed with the fourth trapezoid basket. There were no patient complications as a result of this event.